Event description:
It was reported that the tissue pad melted off and dropped in to the patient during a lap myomectomy. The tissue pad was retrieved from the patient. The case was completed with a second same device. No patient consequence.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.